Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's healthcare provider (hcp) told the patient that the ins was not working. According to the caller the patient had been told by their hcp that the ins would last 2-3.5 years, but the patient thought that this was low compared to what they were told prior to the implant. The patient indicated that the hcp had not been able to "pair" the ins with the "external device," but the patient did not know if the ins battery had depleted. The patient was advised to follow-up with their healthcare provider (hcp) to have the longevity of the ins battery tested. No patient symptoms were reported. No complications were reported or anticipated.